Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device does not allow them to increase or decrease the selected energy level and displays a "cannot charge" message. As a result, defibrillation therapy would not be available, if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed main keypad assembly and determined that the cause of the reported issue was due to the charge button. The charge button would get stuck and short after being pressed.

Event description:
The customer contacted physio-control to report that their device does not allow them to increase or decrease the selected energy level and displays a "cannot charge" message. As a result, defibrillation therapy would not be available, if it was needed. There was no report of patient use associated with the reported event.